Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the 14 french sheath used during the procedure was a non-medtronic (dryseal) sheath. The cause of the dissection was unknown. It was reported that the diameter of the blood vessel was approximately 4 millimeter (mm). Per the physician, the cause of the stroke was unknown. It was unknown whether the valve caused or contribute to the stroke, however, the valve could not be ruled out as a potential contributing cause. It was reported that the patient¿s calcified aortic valve may have contributed to the stroke. It was reported that the patient¿s ischemia resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the operation was performed with proctoring. Subclavian approach was used, and a small diameter of the subclavian artery was noted, as well as calcification in the sinotubular junction (stj).  "A 14fr sheath was inserted with a dry seal introducer sheath", and the operation was performed with an inline sheath. The valve was successfully implanted with no problems. When the delivery catheter system (dcs) was removed and contrast imaging was performed, a dissection was found. The dissected area was treated with an 8mm x 4cm smart stent. Per the proctor, the dcs nose cone may have been caught at the time of final docking. No additional adverse patient effects were reported. Additional information was received indicating that the dissection occurred in the left subclavian artery. Additional information was received that the in addition to the stent, a balloon was used for the subclavian artery dissection. The day after valve implant, the patient developed difficulty moving the left upper limb. Magnetic resonance imaging was performed and confirmed a cerebral infarction. An unspecified intravenous medication was administered along with rehabilitation, and the patient's symptoms improved.